Event description:
The patient felt stimulation post-op at lead revision but nothing since. The device was reprogrammed several times and the patient still did not fell stimulation up to 10.5v. It was discovered that the lead had migrated out of the epidural space due to no anchor being placed per physician preference. A revision was scheduled for (B) (6) 2010.

Manufacturer narrative:
(B) (4).